Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon is well folded and shows no signs of inflation. The stent is not deformed or damaged. The crimped diameter of the stent complies with the specification. Both balloon shoulders are slightly compressed. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in a moderately tortuous part of the ostial rca. Despite pre-dilatation, the lesion could not be crossed with the device.

Manufacturer narrative:
Combination product: yes.